Event description:
It was reported that while using the hcu30 device, "r56 blew". No reported patient effect. (B)(4).

Manufacturer narrative:
The device has not been returned for evaluation. A supplemental medwatch will be submitted if additional information becomes available.